Event description:
It was reported that sterile water leaked from the foley catheter during pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. Inspected the catheter and found the catheter shaft was torn. Introduced water into the inflation lumen and water leakage was observed. Microscopic examination performed and found the surface of swelling area was thin and flat thus will cause the catheter shaft torn. A review of the manufacturing process indicates that the process can produce of this type of defect. Therefore, this failure mode confirmed related to manufacturing related. A potential root cause for this failure mode could be, incorrect dip level of tackifier on rubberize layer- wire not adhering to main former that can leading to sprung wire / flat (bifurcation, shaft, wire end). The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: b, d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked from the foley catheter during pre-test. Per follow up information received on 03oct2025, stated that the issue was a sterile water leak. It appears the balloon was damaged upon opening or had a pinhole, causing the sterile water to leak out.